Event description:
It was reported that during the attempted implant procedure, the helix did not come out until after 15 rotations. It was also reported that on the 16 rotations, the helix jump out suddenly. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the lead was received with the helix extended. And that the helix movement was smooth.